Event description:
It was reported that: just after the ventilator was connected to the patient, the device powered off and then the display started flashing on / off. Functional testing by the biomed found the ventilator did not function and the display would flicker on / off. No patient injury.